Event description:
It was reported that in-stent restenosis occurred. The subject was enrolled into the (B)(6) study on (B)(6) 2017, and the index procedure was performed on the same day. The target lesion was located in right mid to distal superficial femoral artery (sfa) with 100% stenosis. The target lesion was 100 mm long with a proximal and distal reference vessel diameter of 6 mm respectively and was classified as a tasc ii b lesion. The target lesion was treated with pre-dilatation followed by placement of two 6 mm x 120 mm and 6 mm x 40 mm study stents respectively. Following post dilation, the residual stenosis was 10%. On (B)(6) 2017, the subject was discharged with clopidogrel and aspirin. On (B)(6) 2020, the subject presented to the treating site with claudication at calf after walking approximately a distance of 150 meters. Duplex ultrasound revealed right sfa with complete stenosis. The subject was recommended for the surgical intervention for this event on a later date. On (B)(6) 2021, the subject was hospitalized for further evaluation and planned intervention. The subject was noted with in-stent restenosis in the right sfa. General examination revealed dorsalis pedis artery palpable on the right and both upper legs had net-like erythema. On the same day, iliofemoral angiography findings revealed peripheral artery disease (pad) ii b on the right and long segment occlusion of the proximal sfa. 100% stenosis, which was 320 mm long with a reference vessel diameter of 6 mm, was noted at the proximal to distal sfa. It was predilated and successful recanalization of the right sfa was performed by thrombectomy with a non-boston scientific device, percutaneous transluminal angioplasty (pta), and implantation of the 6 mm x 150 mm innova bare metal stent in the target lesion. Post dilation was performed with a 7 mm x 80 mm non-boston scientific balloon. Post procedure, no thrombus or complications were noted. On (B)(6) 2021, duplex ultrasound of leg arteries performed revealed right sfa minor residual stenosis at the origin and entirely distally. The subject was recommended to continue aspirin permanently and clopidogrel for 4 weeks. On (B)(6) 2021, the event was considered to be recovered, and the subject was discharged on same day. The subject was recommended for the follow up on (B)(6) 2021.